Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change. It was noted that there was an insulation breach on the connector end of the left ventricular lead. The physician had previously noted this insulation breach during the last device change in 2012. The lead was left implanted and used with the new device. The patient was in stable condition.